Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 600 mg/dl and high ketones; cause was unknown. Elevated bg was addressed via manual injection. The customers parents assisted the customer with changing out supplies. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.